Manufacturer narrative:
According to the customer, the foley had fallen out of the patient due to a "small pinhole leak" which was noted when the fluid was "re- instilled into the balloon". The customer reported the foley was placed for "less than one hour" when the catheter had fallen out. The customer reported after the reported incident occurred a new foley catheter was placed. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the foley had fallen out of the patient due to a "small pinhole leak" which was noted when the fluid was "re- instilled into the balloon".